Event description:
A materials mgr reported that the auto fill gas pak would not communicate with the sys. Add'l info provided from the customer indicated that the auto gas filler was not working properly and this caused a 20 minute delay. The case was completed using an alternate pak. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).